Manufacturer narrative:
H10 additional narrative: h3, h4, h6: a review of the device history record device history lot part: 04.027.034s lot: 3l48366 manufacturing site: bettlach release to warehouse date: 19. Feb. 2019 expiry date: 01. Feb. 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil selected flow: device interaction/functional visual inspection the pfna blade is in sound condition; there are no discernible signs of wear or damage. Functional test: function test was performed with one of our impactors (356.823 sample) and did not show any abnormalities, the mentioned malfunction could not be reproduced. Summary: the complaint condition is unconfirmed. A function test was performed with one of our impactors (356.823 sample) and did not show any abnormalities, the mentioned malfunction could not be reproduced. The review of the production history revealed that this implant was manufactured in february 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional check were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition might be related to the mating impactor but since the impactor was not returned for inspection no further statement can be given. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a proximal femoral nail antirotation (pfna) implantation for a patient with a proximal femur fracture, the pfna blade could not be screwed to the unknown impactor as the blade clamped in place. There was an additional opened blade that could be easily connected to complete the procedure. The procedure was completed successfully. There was a surgical delay of five (5) minutes. No harm to the patient was reported. Patient and procedure outcome was unknown. Concomitant device reported: unknown impactor ( part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna blade perf l95 tan this is report 1 of 1 for (B)(4).